Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2019-02393. It was reported that the patient's leads had migrated, confirmed via x-ray. The patient's leads were pulled down to t9, and original placement was t7. Three contacts on a lead were also showing low impedances. As a result, the patient's leads were re-positioned to t7 on (B)(6) 2019. Patient has therapy post-operatively.